Manufacturer narrative:
Manufacturer ref no.: (B)(4). He device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of constant upstream occlusion through the history log, but could not reproduce it during evaluation. Evaluation found the upper and lower readings on the ultrasonic sensor to be below specification, caused by a failed upstream sensor. Low ultrasonic readings can make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed a constant upstream occlusion message. It was also reported that there was no patient injury.